Event description:
The customer reported that his olympus hd camera head was not producing an image during procedure preparation. According to the initial reporter, another device was used to complete the intended procedure with no reports of patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was producing an intermittent image due to a bad/rusted connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was intermittently displayed because communication failure occurred due to corrosion found on the electrical contacts of the connector. The event can be detected/prevented by following the instructions for use which state: "confirm that the camera head does not have the following damages. Electrical contacts of the video connector are free from bends or rust". Olympus will continue to monitor field performance for this device.